Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Inform user facility reported patient blood glucose results of 48 mg/dl at 11:39, 265 mg/dl at 11:42. Lab result from sample drawn at 12:00 was 266 mg/dl. Caller reported she ran the lab specimen on this meter to check it out and the results match the original lab value. Controls are run daily and both levels passed this morning. Reported no adverse event. A request was made for the return of the strips.